Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing a sudden jolt of stimulation. It was also reported that the patient was having bowel and rectum issues when stimulator was turned on. The patient was given medication by the physician.